Event description:
Review of service data detected a reportable event. During servicing, monitoring sn (B)(4) was continuously resetting. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor was continuously resetting. The cause of the constant resets is an intermittent bga connection at the pld component u1003 on c/a board sn (B)(4). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective components. The last pt to use this monitor did not report any deficiencies.